Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alinity s syphilis tp results which does not match with previous history for one patient. The results provided were: on (B)(6) 2024, sid (B)(6), initial=0.16 s/co (< 1.00 s/co=nonreactive) /repeated on (B)(6)2024 due to reactive previous history=1.53 s/co (> or = 1.00 s/co=reactive) and 1.54 s/co /previous history=abbott and roche=reactive; vdrl 1:1=reactive there was no reported impact to patient management.

Event description:
The customer observed false nonreactive alinity s syphilis tp results which does not match with previous history for one patient. The results provided were: on (B)(6) 2024 sid (B)(6) initial=0.16 s/co (< 1.00 s/co=nonreactive) /repeated on (B)(6) 2024 due to reactive previous history=1.53 s/co (> or = 1.00 s/co=reactive) and 1.54 s/co /previous history=abbott and roche=reactive; vdrl 1:1=reactive there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house specificity testing of alinity s syphilis reagent, lot number 61344be00. The tracking and trending report review determined that there are no adverse trends. Return testing was not completed as returns were not available. A retained kit of alinity s syphilis reagent, list number (ln) 6p09-55, lot number 61344be00, was calibrated and the calibrations met instrument specifications. All control values met control specifications and were in the typical range.to evaluate clinical sensitivity, 112 replicates of positive control were tested. The replicates of the positive control met specifications. No false nonreactive results were obtained. Further a commercially available seroconversion panel (seracare syphilis seroconversion pss901) was tested. Alinity s syphilis reagent, ln 6p09-55, lot number 61344be00 detected the same first bleed as reactive compared to historical results. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity s syphilis reagent, lot number 61344be00.